Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed wire was identified on the progrsp forceps instrument. Nothing fell into the patient and there was no allegation of harm or injury to a patient.